Event description:
End-user stated that she sought medical attention on (B)(6) 2023 around 6:00am at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of lo. A normal result for that time of day is usually around 147mg/dl. The end-user stated that she performed another test with her prodigy meter and received a result of 400mg/dl. End-user stated she started feeling dizzy then called paramedics. End-user stated that no food drink or medication was consumed while waiting for paramedics to arrive. Paramedics arrived within 15 minutes, tested the end user with their meter, and received a result of 110mg/dl. The paramedics did not test the called with her prodigy meter. End-user stated that she did not go to the hospital and received no treatment. End-user stated that she was told to contact her primary doctor. Additional information was not provided.

Manufacturer narrative:
No nonconformance was found in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)) and strips (lot#: d210818b-1). The suspected meter shipped to pdc on 2021-09-30 and returned to okb on jan. 30, 2023. We tested the returned meter on all setting and functions, and no malfunction was found. Standby current of the returned meter (13.6 ua) met acceptance criteria (< 55 ua). Because patient did not return her strips, the batch strips (lot#: d210818b-1) were manufactured on 2021-08-18 and will expire in aug 2023. We tested the retained strips (lot#: d210818b-1) by returned meter with any valid control solutions with us (batch# of gcs level low: 2ah1a04 and exp. By 2025-01-31; batch # of gcs level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 64/69; level high: 319/326) met the acceptance criteria (level low: 30~75; level high: 230~340). As above, no non-conformance or malfunction on the returned meter. The root cause of the complaint was unable to be verified if patient dose not sending back the suspected strips to us or no more critical information provided. Therefore, the complaint has to be closed out if no further action or information from the user.